Manufacturer narrative:
Ethnicity: unknown, information not provided. If implanted, give date: not applicable as cartridge is not an implantable device.  If explanted, give date: not applicable as cartridge is not an implantable device.  Concomitant medical products: zcb00 lens, sn: (B)(4) and inserter, model/lot: unknown the device was not returned for analysis as the cartridge was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was partially inserted into patient's right eye, however, was removed due to haptic issues. The haptic began to push out as the inserter was turned. It was later clarified that the tip of the cartridge bent upward and lens came through the bottom of the cartridge through the crack. Customer believes that there was no damage to the haptic of the lens. Another lens of same model and diopter was used as the replacement without difficulty. There was no patient injury and no other intervention was required. The patient was doing fine. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable as cartridge is not an implantable device.  If explanted, give date: not applicable as cartridge is not an implantable device.  Concomitant medical products: zcb00 lens, sn: (B)(4) and inserter, model/lot: unknown the device was not returned for analysis as the cartridge was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was partially inserted into patient's right eye, however, was removed due to haptic issues. The haptic began to push out as the inserter was turned. It was later clarified that the tip of the cartridge bent upward and lens came through the bottom of the cartridge through the crack. Customer believes that there was no damage to the haptic of the lens. Another lens of same model and diopter was used as the replacement without difficulty. There was no patient injury and no other intervention was required. The patient was doing fine. No further information was provided.